Event description:
Initial information reported by a physician to a sales representative on 16-mar-2010 and additional information reported by a nurse on 22-mar-2010. This is case 2 of 2: a (B) (6), female, received three treatments of an unknown amount of injectable poly-l-lactic acid (sculptra) [lot # and exp. Date unknown] that was reconstituted with 5 cubic centimeters (cc) of sterile water and 1 cc of lidocaine hydrochloride (xylocaine). One year after treatment, she developed a big nodule that she still had at the time of this report. A biopsy was performed but the results were not available. The physician has been treating the patient every one to two months with triamcinolone acetonide (kenalog). Medical history was not provided. Concomitant medications included botulinum toxin type a that she recently just had. No further relevant information reported. This case is associated with case ID (B) (6) (same reporter, different patient) .

Manufacturer narrative:
Device qc performed. (B) (4).